Manufacturer narrative:
The concerned product was returned to the manufacturer on 2024-06-12 and the investigation was completed on 2024-07-03. During inspection of the product the following was found: - loosened adhesive bond. - signs of wear on the rubber ring. Furthermore, the investigation confirmed that both latches of the bayonet catch are broken out at the distal end. One of the latches was also returned, the other one is missing. Due to the broken bayonet catch, the function of article 33300 is no longer given, as the insert used can no longer be closed. This means that when the corresponding handle is operated, the jaw part no longer opens and the insert is pushed out. The bayonet catch has probably broken due to excessive force in combination with corrosion (at the time of the event the item was already 17 years old). The instructions for use of the product include important safety-relevant information. It is stated to check the instruments and all of the accessories immediately before and after every use to ensure that they are complete, free from damage, and in full working order. Care must be taken not to leave missing or broken-off components inside the patient. It is furthermore stated to not overload the instruments as too much force may cause the medical device to break, bend and malfunction. In addition the limits of reprocessing are described, stating that the end of the product's service life is largely determined by wear, reprocessing methods, the chemicals used and any damage resulting from use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a metal tip from the click line outer sheath broke during surgery. X-ray was perfomed on the patient, the unit was checked, but missing broken piece cannot be found. It was confirmed that there was no injury to the patient, but it was also confirmed that something detached/ fell into the patient and was not recovered. Based on the received information, this event is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).